Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized (B)(6) 2010 due to high blood glucose levels and an inflammation infection. The customer stated that the infection was due to the sensor. The customer was wearing the insulin pump at the time of the hospitalization. No additional information was provided.